Manufacturer narrative:
Interrogation of the pump noted the daily dose was minimum rate at 12.2 mcg/day. Analysis revealed the pump battery had high resistance. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received lioresal 2000 mcg/ml at a dose of 715 mcg/day via an implantable pump. The pump logs provided from (B)(6) 2017 noted the daily dose was 12.2 mcg/day. It was reported that safe state and rest occurred on (B)(6) 2017 and the estimated elective replacement indicator (eri) was 10 months. The pump logs from (B)(6) 2017 indicated that a pump reset, reset low battery, and safe state occurred on (B)(6) 2017 with the same timestamp of 12:36. Patient symptoms were not reported at this time. The pump was replaced on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was further provided indicating that the context of the event included to reassure the patient, the doctor performed an opacification of the catheter. After this examination, a priming bolus was made to fill the catheter. Two hours later, the patient called and reported that the pump sounded a critical alarm. There was no relation between the pump incident and the opacification test with exception of the priming bolus. There were no patient symptoms as the replacement of the pump was the same day before the first withdrawal symptoms. The reported estimated elective replacement indicator (eri) of 10 months was earlier than expected. As reported the suspected cause was due to a potential battery issue which may exhibit early eri.